Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with endocarditis after an implant duration of approximately two (2) months. Report indicates this was a fungal endocarditis, candida parapsilosis. There was no information provided to indicate an intervention has been performed or scheduled. No further information was provided regarding this event despite multiple follow up attempts with the healthcare provider.

Manufacturer narrative:
Review of manufacturing records. Report of a patient with an implanted edwards aortic valve diagnosed with fungal endocarditis, candida parapsilosis, after approximately two (2) months of implant. No information provided to suggest intervention was performed or scheduled. No patient records or medical history was provided despite multiple follow up attempts with the healthcare provider. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards¿ sterilization processing provides large safety factors for sterilization which microorganisms, including candida parapsilosis, could not survive. Edwards lifesciences¿ process is validated, verified and controlled to provide sterility assurance. The investigation showed that all process and controls were acceptable. Therefore, the provided information and edwards investigation suggests no device quality deficiency that may have caused or contributed to this event. No further action is required at this time, edwards will continue to review and monitor all events.